Manufacturer narrative:
The manufacturer previousy reported information alleging a ventilator's alarm did not sound. The patient's mother stated that the ventilator alarm did not sound for blockage. Once the ventilator was removed, while doing emergency change of tracheostomy, the alarm did not sound for disconnections. The patient's mother checked on her son the evening of july 22nd 2024 and he was blue and not breathing. The patient's oxygen levels dropped to 60%. The tracheostomy was changed at home for emergency intervention and the patient remained blue and did not recover. Slight bleeding occurred while changing emergency tracheostomy but no major damage. The patient's mother took her son to the emergency room. The patient was bagged for approximately 1 hour and 30 minutes. The patient's mother advised that bagging may have cleared mucus plug blockage and following that, the son's oxygen levels slowly returned to normal. Additionally, the patient's mother received a letter from philips re evo device july 25th. The patient's mother contacted philips after receiving the letter approximately, july 26th, however, could not locate any previous correspondence or inbound call information. During the evaluation of the device at the manufacturer's product investigation lab, the event log was retreieved and reviewed. It was noted that there is no information in the log prior to 07/31/2024. It is noted that the alarm volume was set to low and the circuit disconnect alarm was set to alarm after 30 seconds. Tone was noted from both the speaker and buzzer at startup and ran therapy for approximately 16 hours without issue and then disconnected the circuit to cause a low inspiratory and low expiratory alarm as well as a circuit disconnect alarm after 30 seconds. The device alarmed as expected. The devie was then tested on the trilogy evo multifunctional test station at pretest for alarm verification and power fail verification and then post tested the device. The device passed all testing. The product investigation lab concluded that the trilogy evo device operates as designed.

Event description:
The manufacturer received information alleging a ventilator's alarm did not sound. The patient's mother stated that the ventilator alarm did not sound for blockage. Once the ventilator was removed, while doing emergency change of tracheostomy, the alarm did not sound for disconnections. The patient's mother checked on her son the evening of (B)(6) 2024 and he was blue and not breathing. The patient's oxygen levels dropped to 60%. The tracheostomy was changed at home for emergency intervention and the patient remained blue and did not recover. Slight bleeding occurred while changing emergency tracheostomy but no major damage. The patient's mother took her son to the emergency room. The patient was bagged for approximately 1 hour and 30 minutes. The patient's mother advised that bagging may have cleared mucus plug blockage and following that, the son's oxygen levels slowly returned to normal. Additionally, the patient's mother received a letter from philips re evo device july 25th. The patient's mother contacted philips after receiving the letter approximately, july 26th, however could not locate any previous correspondence or inbound call information. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.